Event description:
The following has been reported: biomed reported: "red service needed error. Patient harm: no. A preliminary review identified the following issue: fail stop, cause unknown. An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.